Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly, watchdog alarm, unexpected restart and external ram crc error. The patient¿s blood glucose level was unknown at the time of the incident. The device passed self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
After battery installation, the pump gave a full segment display anomaly due to faulty x2 at interface board. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected and a13/e13 alarms due to full segment. No audio/beep anomaly noted.